Event description:
The patient reported that she had to be hospitalized in the intensive care unit with blood glucose reading "high" (>500 mg/dl). She did not provide any further information regarding the hospitalization or her treatment. Attempts were made to contact the patient to provide additional information. Messages were left, but she did not return the calls.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.